Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified this device has not been in service previously. Visual inspection of device found the device to be in used and fair condition. The reported alarm was verified in event history log several times. Functional testing found the pump worked as intended without experiencing any alarms. The unit was noisy during flow delivery test thus applied grease in worm coupling cavity to reduce it. The speaker test showed level 1 upon viewing diagnostics menu. The speaker was replaced and downloaded standard configuration which corrected the loudness level to 2. The unit passed all functional tests.

Event description:
It was reported that there was a system failure and acu watchdog failure. There was unknown patient involvement.